Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name: #triathlon cr femoral component size 4; cat: #unknown; lot: #unknown; device name: #triathlon low profile tibial baseplate size 5; cat: #unknown ; lot: #unknown; device name: #triathlon x3 asymmetric patella size 35; cat: #unknown; lot: #unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient had a two-stage revision due to infection; (B)(6) 2022 (first stage of a 2-stage revision) and (B)(6) 2022 (second stage revision).

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: I can confirm that the patient had a primary right total knee arthroplasty on (B)(6) 2017 since I was able to review the operation report. I am also able to confirm that the patient had a revision of that knee replacement with exchange of the tibial polyethylene on (B)(6) 2021 since I was also able to review the operation report. I can also confirm that the patient had a further revision of the right total knee arthroplasty on (B)(6) 2022 since I was also able to review the operation report. Root cause analysis: the root cause of these events cannot be determined with certainty. The causes of periprosthetic infection and recurrence of periprosthetic infection are multifactorial including operating room environmental factors, possible wound contamination, surgical technique factors, patient metabolic and nutritional factors as well as social hygiene and medical factors. The patient's bmi and activity pattern could also be contributing. With the information provided I would not attribute any causality to the implant itself. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. I can confirm that the patient had a primary right total knee arthroplasty on (B)(6) 2017 since I was able to review the operation report. I am also able to confirm that the patient had a revision of that knee replacement with exchange of the tibial polyethylene on (B)(6) 2021 since I was also able to review the operation report. I can also confirm that the patient had a further revision of the right total knee arthroplasty on (B)(6) 2022 since I was also able to review the operation report. The root cause of these events cannot be determined with certainty. The causes of periprosthetic infection and recurrence of periprosthetic infection are multifactorial including operating room environmental factors, possible wound contamination, surgical technique factors, patient metabolic and nutritional factors as well as social hygiene and medical factors. The patient's bmi and activity pattern could also be contributing. With the information provided I would not attribute any causality to the implant itself. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient had a two-stage revision due to infection; (B)(6) 2022 (first stage of a 2-stage revision) and (B)(6) 2022 (second stage revision).